Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 10. On (B)(6) 2024, non-osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding, increased sensitivity and abscess. No further patient complications were reported.